Event description:
Reporter indicated a vns therapy patient was experiencing an increase in seizures and was hospitalized. The patient's pre-vns baseline is unknown. The physician believed the seizures were due to the generator being at end of service, even though both system and normal mode diagnostics were within normal limits and the elective replacement indicator (eri) read no. A battery life calculation showed the generator was 0.37 years until the eri read yes. The patient underwent prophylactic generator replacement surgery. Good faith attempts to obtain additional information have been unsuccessful to date.